Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 alarm (air in line). This event occurred during peritoneal dialysis therapy while the patient was connected. The home patient indicated they had the alarm the previous night and shut the machine off. The technical service representative explained the alarm and reviewed proper procedures with the patient. There was no patient injury or medical intervention reported. No additional information is available.